Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump and led to its shutdown. There was no adverse impact to the customer's blood glucose level. Pump was under warranty, and cts arranged for a replacement pump to be sent. Caller was advised on using the updated software and instructed on returning the damaged pump properly. Customer will continue to use current pump.